Manufacturer narrative:
UDI #:na (not available), because lot/serial number is not available. Age at time of event or date of birth: unknown. Sex/gender: unknown. Date of event: the issue was received on september 10, 2015; however, the exact date of the event is unknown, not provided. Serial# was not provided; therefore, the expiration date is not available. If implanted give date: unknown. If explanted give date: unknown. (B)(6). The device manufacture date is not available. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the account that with this intraocular lens (iol) the haptics stick to the optic and it lasts a few seconds. There was no patient injury reported. The account reported 6 observations of the iol haptics sticking to the optic. This is report 5 of 6.

Manufacturer narrative:
Since the serial number of the lens was not provided, no manufacturing record review was performed. No visual inspection was performed as the lens was not returned to the manufacturer. The complaint can't be confirmed.the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses.